Manufacturer narrative:
The reported malfunction was observed and attributed to a faulty mode relay on the hv module.

Event description:
Complainant alleged that after delivering three shocks to a pt (age & gender unk), the device would no longer allow discharge. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.